Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to evaluate this unit. During diagnostics, the fse observed a leak at the pim level. To resolve the reported issue, the fse replaced the patient model interface (pim) ((B)(4)). The leak, calibration. Functional, and alarm tests are okay. The fse also performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had alarmed for an autofill failure. The customer was provided with a loaner iabp unit. There was no patient involvement and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d4, g1(contact person).

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The customer was provided with a loaner iabp unit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.